Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported device is failing the operations test. There was no reported patient involvement.

Event description:
It was reported to philips that the device failed opcheck for pads (defib test).